Manufacturer narrative:
The patient was born on an unspecified date in (B)(6) 1966. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient¿s error. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics which were discontinued 16 days after event onset. Dianeal therapy was ongoing. The patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.